Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after consuming 26 grams of carbohydrates, customer's blood glucose (bg) was 500 mg/dl and ketones were present. Customer went to the emergency room (ER) and was treated with intravenous insulin. Contact and healthcare provider alleged pump was not working properly with the customer's body. There were no supply issues and no alerts/alarms that would suspend insulin delivery. Customer left emergency room in stable condition. Customer reverted to using manual injections for insulin therapy and bg level was "fine". Tandem clinical diabetes specialist reached out and discussed the event with the customer.